Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was associated with briefly experiencing "jolting" from stimulator in the spine where the leads are, which was reported to occur even while the battery was off. It was further reported that the jolting sensation was transient and was no longer occurring, with the cause unknown. The patient was reported to be alive with no injury, and the issue was reported as resolved. No replacement product was required. The manufacturer representative (rep) indicated they would send any further information as they become aware.